Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample and picture was received for evaluation. Visual and functional testing were performed. From pictures no air in line is observed, a point of blood is observed. No air was detected in the 4 samples evaluated; no problem is observed with the functionality of the product. The complaint is not confirmed. Based on the analysis conducted in the sample provided, the complaint was not confirmed. No corrective actions were taken since the complaint was not confirmed. No problems or issues were identified during this device history record review.

Event description:
It was reported the device was in use with patient and device showed air in the tubing. No adverse effects reported.